Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed, on the posterior side assessed, as unidentified (tear) opening and broken on the plug strap side assessed, as surgical damage. Additional observation: white particles observed, in the device. Crease was observed. No penetrating nick observed.

Event description:
Device has been explanted and replaced.